Manufacturer narrative:
A1: patient information: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: radiographer. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported the puncture to the left common femoral artery for a percutaneous transluminal angioplasty (pta) procedure. Angiography was also performed on the puncture area. After the procedure, the procedure sheath was changed to an angio-seal sheath with the dilator/locator part together. The angio-seal was turned upside down when pushing it into the artery and then turned the system in the correct way to locate the artery by blood flow. The dilator wire was removed, and the angio-seal device was inserted until a click was heard, then gently pulled back to a second click. When pulling everything back, the angio-seal device came out and the anchor was not in the patient. Manual compression was applied to close the puncture. The anchor could be seen just inside the angio-seal sheath, and the distal tip of the angio-seal sheath was not circular. The angio-seal device was flushed with saline to remove blood. There was no patient injury. Additional information received on 20 feb 2025: the procedure sheath size used was a 4 french. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The estimated blood loss was less than 250cc. The patient is stable. There were no concomitant devices used with the angio-seal.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9 and section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angio-seal vip device was returned. The returned sample includes the hemostasis sheath, carrier tube and header bag. The device was subjected to visual and functional analysis. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube were mated in rear lock position. The anchor was visible in the distal tip. The device was set to forward lock position and then reset to rear lock position. The anchor deployed and posted properly to the tip of the hemostasis sheath. Deployment was tested by manually pulling on the anchor. The anchor, suture and tamper tube deployed from the device successfully. The complaint can be confirmed for a device nondeployment pullout. The exact root cause cannot be determined. The likely cause is obstruction to the device tip, preventing the anchor from posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).